Event description:
A vns patient implanted for depression had their device disabled reported by the patient's wife related to painful stimulation and then turned back on at low dose. The patient's vns treating physician reported that they did not have painful stimulation, but that had a history of anxiety and the stimulation would cause the patient to have more anxiety about it, preceding the stimulation about to go off. The patient's device was eventually completely disabled as they did not have a vns following physician to program it. The patient had their vns system explanted as they needed to have an MRI performed and no longer needed the therapy. Diagnostics were reported to be within normal limits at the time of their device being disabled. Additional information was attained that the patient had vocal cord paralysis. No further information has been received about that at this time. Their explanted products were returned for analysis. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The lead assembly was returned for analysis note that since a significant portion of the lead (including the electrode array portion) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.